Event description:
A nurse reported that the metal tip of a probe was loose during a vitrectomy procedure on the patient's left eye. The probe was replaced with an alternate probe and the procedure was able to be completed with no patient harm.

Manufacturer narrative:
(B)(4) lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. (B)(4) lots were reinspected/reworked for loose needles. The product was released according to the manufacturer's acceptance criteria after mitigation was completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).